Event description:
A surgical nurse developed rash on their hands, neck, and face after wearing the glove. The nurse was given benadryl by one of the anesthesiologists, and went home for the day. Nurse did not go to the ER or employee health. The nurse is doing fine now using another glove.